Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that several small pieces of plastic were loose in the original shipping plastic bag that has broken off the plastic mounting base of the blade. Based on the visual exam, the reported complaint was confirmed. With the limited detailed information provided a root cause could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted.no patient injury reported.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted. No patient injury reported.